Event description:
Per the clinic, the patient sustained trauma to the implant site, resulting in skin breakdown that failed to heal. The patient was initially scheduled for a flap procedure; however, upon opening the site, the surgeon identified an infection at the implant site and cholesteatoma, resulting in the decision to explant the device. The device was explanted on (b)(6) 2026. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.